Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging that the screen of the subject meter was cloudy making it difficult to see portions of the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.